Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the diagonal artery. A 2.25x12mm synergy ii stent was advanced to treat the lesion. The device was removed to further dilate the lesion. However, outside the patient's body, it was noted that the stent came off the balloon delivery system.. The procedure was completed with another 2.25x12mm synergy ii stent. No patient complications were reported.